Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supply change, the user experienced hyperglycemia with blood glucose rising to approximately 270 mg/dl and remaining above target for about six hours before trending down, without alarms or external medical intervention. Symptoms included no acute clinical effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, and no healthcare utilization. Investigation included complaint intake review and troubleshooting with user education. Investigation of this case revealed no confirmed device malfunction, no alarms, and an unclear cause related to therapy use or site/supply change. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.